Event description:
It was reported, that the procedure was to treat a 90% stenosed left anterior descending artery (lad) with heavy calcification and heavy tortuosity. Pre-dilatation was performed with a 2.00x15mm traveler balloon. The 4.00x23mm xience sierra stent delivery system (sds) was attempted to be advanced to the target lesion. However, the sds failed to advance, due to the anatomy and the shaft of the sds became bent and broken in two pieces. Therefore, the sds was removed from the patient. A 4.00x28mm xience sierra stent was implanted. Followed by post dilatation with a 3.75x15mm non-compliant traveler balloon to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 90% stenosed left anterior descending artery (lad) with heavy calcification and heavy tortuosity. Pre-dilatation was performed with a 2.00x15mm traveler balloon. The 4.00x23mm xience sierra stent delivery system (sds) was attempted to be advanced to the target lesion; however, the sds failed to advance due to the anatomy and the shaft of the sds became bent and broken in two pieces. Therefore the sds was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. A 4.00x28mm xience sierra stent was implanted, followed by post dilatation with a 3.75x15mm non-compliant traveler balloon to complete the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported deformation due to compressive stress was not confirmed. The reported failure to advance could not be evaluated, as the exact anatomical conditions encountered by the device during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance, and material separation appear to be related to circumstances of the procedure. The investigation was unable to confirm the reported deformation due to compressive stress. There is no indication of a product quality issue with respect to manufacture, design, or labeling.